Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customr reported that she was taken to the emergency room twice due to blood glucose levels greater than 500 mg/dl. The first event was on (B)(6) 2012. The customer stated that she also experienced shortness of breath and problems with kidney function. The second event was on (B)(6) 2012 with a blood glucose of 500 mg/dl. Nothing further was reported at the time of the call.